Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that there were several bottles of positive blood cultures for pasteurella sp. And raoultella sp. The customer tested the culture medium of the bottles and we seeded the septum as well, in both there was no growth of microorganism, the customer believes it may be an environmental contamination.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agar plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that there were several bottles of positive blood cultures for pasteurella sp. And raoutella sp. The customer tested the culture medium of the bottles and we seeded the septum as well, in both there was no growth of microorganism, the customer believes it may be an environmental contamination.